Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the ligament during an open achilles tendon repair, the thread broke. The surgical time was extended more than 30 minutes. Another device was used to complete the case. There was no patient injury.